Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 2.0.0, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2024, the patient experienced hypoglycemia while using a pod worn on the arm for approximately 5 to 24 hours. His blood glucose level dropped to 40 mg/dl, resulting in loss of consciousness. The patient's son deactivated the pod at home before taking him to the emergency room at (B)(6). At the hospital, the patient was administered a sugar solution to restore consciousness and later received insulin via syringe. He was monitored for approximately 3 hours, during which his vital signs remailed stable, and he was discharged the same day. Following this incident, the patient discontinued use of the omnipod 5 (op5) system and switched back to using the eros system.